Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that on (B)(6) 2011, she had a bg level of "500-600 mg/dl" with positive ketones. She denied having symptoms of nausea, vomiting, or shortness of breath. The patient claimed that her normal range is in the "120-150 mg/dl" range. The patient claimed that she took an injection with a new vial of insulin and her bg finally responding the previous evening to "160 mg/dl." However, the patient alleged that her bg rose again that morning when she woke up. Through troubleshooting, the animas representative involved in this contact noted that the patient was using cold insulin to fill her cartridge and small air bubbles were observed in the tubing. The prime history of the pump also revealed that the patient also used 5 units to prime at 12:00 am on an unspecified date. The patient could not recall if she saw insulin coming out of the tubing during the prime. The patient's infusion set was not bent/kinked and did not contain blood. No leakage was observed at the patient's site. The cartridge was free of bubbles. The patient was able to prime successfully in the air while troubleshooting. The pump's time was off by one hour. The patient was walked through correcting the pump's time. No significant alarms were observed in the pump's alarm history. The bolus and tdd history were noted as being correct. The patient was instructed on proper priming and use of room temperature insulin. Based on the information provided, this complaint is being reported due to the following conclusion: the patient that she developed an elevated bg level and ketones which can be associated with severe hyperglycemia. However, the patient's elevated bg levels can be attributed to possible user-error since the patient admitted to using cold insulin and bubbles were observed in the tubing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the event date was overwritten in the pump¿s history. Review of the pump¿s available history showed no alarms or errors related to the event and only typical usage was observed. The current total daily totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and displayed the ¿verify¿ screen. The pump was exercised for 24 hours successfully with no alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or moisture was found on the internal circuit board. Unrelated to the complaint, the display screen was dim and faded. A test screen was installed and displayed properly.